Manufacturer narrative:
(B)(4). Date sent: 07/31/2025. D4: batch #a9753y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/4. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device in addition, the log indicates that the customer opened the device before the knife had fully retracted, leading to an erroneous complete transection after the next clamp. The device can recover from this by clamping and pressing the home button. It is possible that the knife was partially deployed may have been due to opening the jaws before the knife was fully returned home after firing. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9753y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; it was observed that the device could not be fired after opening the package. Another like device was used to complete the case. There were no adverse consequences to the patient. No further information is available.